Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was receiving fentanyl (250 mcg/ml), clonidine (50 mcg/ml), and bupivacaine (8 mg/ml) via an implantable pump for non-malignant pain. It was reported that the patient noticed that they were getting an alarm every hour as of friday. The caller stated that they saw the physician yesterday who interrogated the pump, and there were no alarms going off. The patient was still hearing the alarms. The caller was with the patient today, and there were no alerts. There was an active alarm showing on the interrogation. The agent asked if the patient had a pump refill last week, and the caller said tuesday. The caller confirmed that the pump did have a low reservoir alarm going off prior to the refill, and that the patient had an MRI as well. The agent reviewed information on concurrent alarms and reviewed steps to silence the audible alarm. The reported issue was resolved.